Manufacturer narrative:
The insulin pump was received with loose protruded drive support disk. The insulin pump also had no button response due to corroded keypad trace. Unable to perform functional testing due to keypad anomaly. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken reservoir tube lip, missing the end cap sticker and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive including the act and arrow up button. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.